Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for insertion diffculty since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility report that the doctor was unable to navigate the r2p slender guiding sheath from the right subclavian to the right common carotid artery (rcca). They then converted to femoral access. There was no patient injury/medical or surgical intervention required and the patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on 16sept2020. The procedure being performed was a stroke intervention.